Event description:
Boston scientific was notified that during an event the physician felt that the coating of the transend ex .014/205 soft tip guidwire was abnormal during soaking with saline. When the subject device was inserted into the catheter, resistance occurred. No complications occurred with the patient during this event.